Manufacturer narrative:
(B)(4).

Event description:
It was reported that the entire acticon device was removed and replaced with another of the same device; reason not indicated. No pt complications were reported.